Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was corrosion inside the battery compartment. Leak testing showed the pump leaked at the battery compartment. The returned battery cap fit securely to the pump. The pump failed to power on. The pump¿s cover was removed and moisture damage was observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alert date of this report is (B)(6)2019. Report late due to transition from vmsr program.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On 22-jul-2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.